Event description:
The patient's mother reported the patient's blood glucose (bg) level was "high" (>27.8 mmol/l, >500 mg/dl), while wearing the pod between 4 and 24 hours. The mother reported giving the patient a bolus before school. At school, the bg levels went high and the school nurse administered multiple correction boluses. The corrections were unsuccessful at lowering the patient's bg levels. The mother reported going to the patient's school and administering insulin via manual injections. Manual injections were given for the rest of the day, until the pod was changed at night. When the pod was removed from the infusion site (abdomen), the cannula was found to be damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Inspection of the soft cannula found no bends, kinks, or other damages. Download data does not show any timeouts or drive stalls indicating there was no struggle to deliver insulin. No problems were found with the device.